Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that there were no delays to the planned surgical procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that attachment device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device had vibration and failed cone verification. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the device had failed visual assessment because the nose tube was flared out. It was further observed that the device had vibration and failed cone verification. Therefore, the reported condition was confirmed. It was determined that this type of damage was indicative of excessive side loading, which caused the cutter device to flex and to come in contact with the nose tube. It was determined that the vibration was due to worn bearings from excessive side loading. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.